Manufacturer narrative:
(B)(4). Evaluation: visual inspection- the cross brace was received broken in two pieces. The break was at a screw home where the cross braces connect to each other. There were also a few areas of heavy scratching on the tubing. Conclusion- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken cross brace. Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the right crossbrace broke at the screwhole.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the right crossbrace broke at the screwhole.